Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was not adjusted for daylight savings. Tandem technical support guided the customer through adjusting the pump times. Customer had elevated blood glucose (bg) levels (534 mg/dl). Customer delivered and injection to address bg levels.